Event description:
It was reported that the tps universal driver would run on its own during a procedure. The case was completed successfully without any clinically significant surgical delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Manufacturer evaluation could not confirm the reports of the device running on its own, as the device met specifications and was fully functional during testing. No issues were observed which would be likely to cause or contribute to unintended activation.